Manufacturer narrative:
Concomitant medical devices: dtba2d1 crt-d, implanted: (B)(6) 2013.

Event description:
It was reported that an alert was triggered for the right atrial (ra) lead due to high impedance. It was further noted that the lead impedance has been trending upward and the capture management adjusted accordingly. The ra lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.